Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 35-volt power alarm. The device was in clinical use when the issue occurred. There was no report of patient or user harm, although the customer noted that the issue would stop the patient from receiving assisted breathing and that if doctors don't respond promptly and provide alternative ventilation support, it could endanger the patient's life. During troubleshooting, it was suggested that the power control board could be the issue. The investigation is ongoing.

Manufacturer narrative:
A follow-up was performed with the key market (km), and the responder reported that there were no injuries reported as a result of the reported event. In addition, it was reported that the device has not been repaired. No further details were provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.